Event description:
Patient status post proximal humerus plate and proximal locking screws implantation experienced a fall. Patient returned to surgeon and an x-ray showed five proximal locking screws have backed out of the plate, the screws did not go through the plate. Surgeon explanted the hardware and revised the patient to epoca system. This is two of six reports for this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be requested. This was the subject of a medical device recall; however, the information does not reasonably suggest association with this event.